Event description:
Pt came into hosp for diagnostic cardiac cath on 10/02/1998. Noted also to have hyperlipidemia. When placing the pigtail catheter for left ventriculogram with a j wire, the catheter became bent. It took several minutes to straighten the catheter, but it was successfully removed. Pt was noted to be confused and had vision difficulties - questionable stroke. Seen by a neurologist and felt to have a dye related reaction with nausea, vomiting & large area of cortical dysfunction.